Event description:
On (B)(6) 2011, the pt reported that 3 days ago all buttons on the infusion device were unresponsive and he switched to his backup infusion device. To troubleshoot, the pt inserted a new battery and the buttons functioned properly. The pt stated, he would switch back to the primary device. The pt called back on (B)(6) 2011 and stated, the buttons were unresponsive. The keylock was not activated and the infusion device was in the stop mode. No physiological effects were reported. The infusion device was replaced and requested to be returned for eval.